Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient's care taker contacted lifescan (lfs) alleging that the onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2010 (time not specified). In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise; patient's testing frequency is not known. It is unclear if the patient continued with her usual diabetes regimen after the reported meter issue occurred and it is unknown if the patient tested with another device following the alleged issue. As a result of the reported issue, the reporter claimed she developed symptoms of dizziness and slurred speech two months later (date/time not specified); it is not known, however, if the patient suffers from additional health conditions. On (B)(6) 2010, the patient reportedly obtained a blood glucose result of over "600 mg/dl" with the ER/hospital meter, the patient was allegedly treated by the health care professional (type of treatment unknown), and the patient was allegedly hospitalized. During troubleshooting, the csr noted the patient was using the correct test strips and the subject meter turns on with the power button. The reporter denied that the subject meter was misused. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began, and the patient was allegedly hospitalized after the reported meter issues occurred.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/21/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb endoscopic vessel harvesting system was not delivering energy. They changed the bipolar cord, and the unit still would not power up. A new kit was used to complete the procedure. There were no pt effects. The product was returned.